Event description:
A "catheter malfunction" was reported. The patient's symptoms included itching, increased muscle tone, spasms, and agitation. The event resulted in an in-patient hospitalization. The lumbar portion of the catheter was replaced, x-ray results showed a "radiologically intact pump", and the patient recovered without sequelae. The drug used within the system was lioresal. Additional information was requested but not available at the time of this submission.

Event description:
Additional information was received. It was reported that the malfunction was suspected to be due to a micro-tear, though nothing sp ecific was seen during surgical intervention.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. Pro duct ID 8596, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2011, product type: catheter. (B)(4).